Event description:
A nurse reported there was no fluid coming into the eye during a cataract with intraocular lens implant procedure. The issue was resolved after exchanging the tubing. The procedure was completed with no impact to the pt. No disposable product were kept for evaluation as the facility believed the issue was the system. Service was requested for the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).